Event description:
It was reported that high out of range shock impedances over 400 ohms were noted on this subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting assistance was requested from technical services (ts) this investigation will be updated when further information becomes available. This s-ICD remains in-service. No adverse patient effects were reported.

Event description:
It was reported that high out of range shock impedances over 400 ohms were noted on this subcutaneous implantable cardioverter defibrillator (s-ICD). Troubleshooting assistance was requested from technical services (ts) this investigation will be updated when further information becomes available. This s-ICD remains in-service. No adverse patient effects were reported. Additional information was received. Technical services (ts) provided a review of device data. At this time, no indication of device integrity issue was noted, however an electrode integrity issue is suspected. Ts recommended an xray for further troubleshooting. This s-ICD system remain in-service at this time. No adverse patient effects were reported.